Manufacturer narrative:
As reported, while retracting a 6/7f mynxgrip vascular closure device (vcd), the balloon ruptured. The vcd was removed and manual hemostasis was achieved. There was no reported patient injury. The device was opened and prepped in a sterile filed as per the instructions for use (IFU). The vcd was inserted through an unknown sheath, and the balloon was inflated, while retracting the device the balloon ruptured. Additional information was requested but not provided. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2433002 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaints ¿balloon balloon loss of pressure¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, while retracting a 6/7f mynxgrip vascular closure device (vcd), the balloon ruptured. The vcd was removed and manual hemostasis was achieved. There was no reported patient injury. The device was opened and prepped in a sterile filed as per the instructions for use (IFU). The vcd was inserted through an unknown sheath, and the balloon was inflated, while retracting the device the balloon ruptured. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.